Manufacturer narrative:
Unknown manufacturer: (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 42 unspecified bd safetyglide¿ needles' safety mechanisms failed to work, 50 needles' safety mechanisms were difficult to engage, 12 needles were difficult to connect to their syringes, and 20 needles pulled out of their respective hubs. The following information was provided by the initial reporter: "it was reported via post market survey that the clinician encountered occurrences of needlestick injury (before use on patient) (10), safety mechanism failures (42), safety mechanism difficult to activate (50), syringe needle connectivity issues (12), and the needle pulled out of hub (20)."